Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes chapter 11 / page 119 hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that he was in a diabetic coma and an ambulance was called. Two men found him unconscious, flat on the floor and he could not talk or do anything. He stated that his blood glucose was in the 30's mg/dl. The patient does not remember a diagnosis, but guesses it would be hypoglycemia. Treatment included an IV, he was not taken to the hospital. The emts (emergency medical technicians) advised him to carry glucose tablets for when he feels symptomatic, as well as checked his blood glucose and, the patient stated, they "got it right". The patient mentioned that the reason for this event was because he was on medication (lithium) and, once his doctor took him off of it, he has been better and has not had anymore episodes. The patient had been throwing up the prior three days, since he had been prescribed the lithium. He stated he had not been able to eat for the two to three days, and he was throwing up, which is why he went into the coma. Prior to his low blood glucose, the patient had reached 400mg/dl and corrected 10-12 units since he was throwing up. The patient did not have the exact date of this event, but stated it happened three weeks before calling. The pod had been worn on the leg for between 4 and 24 hours. As a result of this event, the patient's endocrinologist adjusted the settings for his basal rate time segments.